Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they have fibromyalgia, rheumatoid arthritis and they have weird things that happen to their body like the thump thing they can feel in their leg muscle for about 10 minutes and that's what it does in their legs and stuff like that, it was sporadic and they never knows when it was going to happen. Patient said they ended up turning it off for most of the time over about 2 days period right after implant due to feeling vibration up their back and had noticed stim sensation in 4 different locations sporadically. They did talk to one of the manufacturing representatives (reps), yesterday, turned therapy off and did not notice improvement in that vibration up their back so they know it was not due to stim. Patient reported they had problems wetting their pad twice and not making it to the bathroom when they were at work when they were set at 0.5 so last night they set it to 1.4 or 1.5, got sensation in their pelvic area and buttocks and had a better night they woke up and made it to the restroom and right now they do not feel any stim. Reviewed therapy optimization information, stim sensation information and redirected to their healthcare provider (hcp).

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.